Event description:
It was reported that during a sigmoid colon resection, some of the staples were not formed properly. The customer used the harmonic to stop minor bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.